Event description:
Affected side is left.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Clarification to d6a: partial date of 2001 provided. (B)(6) 2001 populated to better align with the manufacture date of the device. Additional, changed, and/or corrected data: b5, d6a, d6b, g1, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to implant date - d6a: 2001. Continued e1 additional info. (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted and it will be returned.

Manufacturer narrative:
Lab analysis: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (crease, non penetrating nick and wear abrasion ) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.